Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient claim alleges patient suffers from pain and elevated cobalt and chromium levels. Update 10/30/2015 sales rep submitted a der stating surgeon wanted the products to be sent to corporate. Complaint was updated 11/06/2015. Update 12/1/15 & 12/2/15 medical records received. After review of the medical records and revision operative note, the patient had osteolysis, metallosis, pain, and elevated metal ions (no labs provided). The stem, head, and liner are now being reported since the dor was provided. The complaint was updated on: 12/14/2015.